Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer address- (B)(4).

Event description:
The customer reported scope error e226 (scope communication error) during inspection for use involving an olympus video system center. There were no reports of patient harm.